Event description:
It was reported that the patient was hospitalized due to thoracic pain, dyspnea, and dizziness. It was also reported that the patient had pericardial effusion, pericardial tamponade, and perforation of the right atrial lead. Pericardial drainage was applied and a thoractomy was performed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.